Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported "image flickers when on when wire moves, was discovered after procedure" on the subject device. The procedure was completed using the same set of equipment. There was no patient impact, no harm reported due to the event.

Event description:
It was reported "image flickers when on when wire moves, was discovered after procedure" on the subject device. The procedure was completed using the same set of equipment. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
Corrected: e1- phone number this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.